Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that he has experienced high blood glucose due to issues with the infusion sets not sticking. The customer stated that the infusion set tape does not stick due to sweating and causes the cannula to bend. He also mentioned that the display screen has dark spots when he turns on the backlight at night. Blood glucose value was 545 mg/dl; treated with manual injection. Customer was advised about the proper insertion process and overtape would be sent. Customer was advised to contact the doctor for possible scar tissue and insulin absorption issues.